Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited incorrect measurement that the pacemaker was on elective replacement indicator (eri) on (B)(6) 2022. However, the device reached the eri voltage on (B)(6) 2022. The device was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Analysis found that the device was received with battery at elective replacement indicator (eri). Analysis of device image indicated the device was within normal operation and eri alert was triggered accordingly once device had two consecutive measurements below eri trim value. Further analysis performed showed no anomalies and normal device characteristics. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.